Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements, lower than 200 ohms. Additionally, there were episodes with noise and oversensing. Technical services (ts) was consulted and mentioned that there was a possible insulation breach. Moreover, ts stated there had been sudden changes in power consumption since implant. Ts stated that it was necessary to follow up with isometrics and pocket stimulation. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).